Manufacturer narrative:
No pump error alarm noted during testing, however noted in trace download analysis due to moisture damage. Unit passed self test, occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had drive count error boundaries exceeded after movement, reoccurred a 2nd time and therefore as per error table. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer performing displacement test and insulin pump not in hand at this time. The device will be returned for analysis.